Event description:
Device malfunction: difficult to remove and clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the patient's artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. After the device was removed the clip was found to be stuck on the tip of the flex guide. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(Superficial femoral artery). The device was received. Investigation is not yet complete.